Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root causes, include storage temperature and application issues. The IFU offers further guidance. A review of the associated batch manufacturing records confirmed, that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern. And are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick.